Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the device had premature battery depletion while it was still in the box. No patient complications were reported as a result of this event. It was reported that, while the device was still in the box, the device indicated elective replacement [eri]. No patient involvement nor complications were reported as a result of this event. It was reported that, while the device was still in the box, the device indicated elective replacement [eri]. No patient involvement, nor complications, were reported as a result of this event.